Event description:
A cutdown was done on the left femoral artery-a 26 fr dilator was passed. The graft was inserted, properly positioned, and the superior attachment unsheathed and subsequently affixed to the wall of the aorta followed by the contralateral limb and the ipsilateral distal limb. While removing the catheter on the left side, the femoral artery was avulsed. Repair required emergency surgery.